Event description:
It was reported "2x transducer connectors broken due to broken connector socket in shockpulse generator" . There were no reports of patient harm. This report is related to patient identifier (B)(6), patient identifier (B)(6) (generator).

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, device evaluation found no problem with the device. The root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.